Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 322 mg/dl, while wearing the pod between 24 and 36 hours on the abdomen. A correction of 8 units was administered using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched. The overall length of the soft cannula measured out to be 1.425", which is out of specification. The timing and cause of the external damage to the soft cannula could not be determined. The downloaded data did not show any timeouts or drive stalls during the pod's run. Further investigation of the cannula assembly discovered a leak on the unexposed portion of the soft cannula. The leakage was due to a tear, which diverted the fluid from its intended fluid path. The location of the tear relative to the nail head of the soft cannula measured out to be 0.603".